Event description:
Customer reported that the door of a prc ldr unit dropped unexpectedly and struck a nurse in the head. Injury from the incident was reportedly limited to a small bump on the head. Alm dispatched technical specialist to the facility to evaluate the 6 year old device involved in the incident. Technical specialist found that an actuator recently replaced by hospital staff had been adjusted incorrectly during installation. The poor installation caused the bell crank on the center shaft to break and split the square tubing. The event also sheared 2 center bolts and caused the door to open. Alm technical specialist assisted facility bio-med in removing the damaged light and frame, and replaced it with an identical unit from another room. Reviewed preventative maintenance and installation procedures with bio-med staff and evaluated all other lights for possible concerns.